Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer during the time frame of this event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This event is attributed to use error of the drain lines. They are labeled for single use only. Re-use of the single use disposable drain lines has been attributed to self contamination resulting in infection. Medical records have not been made available, a follow up MDR may be submitted if records are received.

Event description:
A peritoneal dialysis (pd) patient reported she was hospitalized for peritonitis in the past. She attributed the infection to re-using pd drain lines. She could not recall the exact date of the hospitalization but reported it was approximately (B)(6) 2015. She was prescribed a beta-lactam antibiotic, recovered, and was discharged. During follow up the patient's pd nurse confirmed the patient's peritonitis but could not recall the details. The patient later switched to in-center hemodialysis. Medical records have been requested but have not yet been made available.